Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-06068. It was reported that the patient presented in the emergency room after receiving inappropriate high voltage therapy. Upon interrogation, it was noted that the right ventricular lead exhibited far-p oversensing which resulted in the inappropriate therapy. The patient was noted to be feeling discomfort and soreness. High voltage therapies were programmed off. On (B)(6) 2019, the lead was capped and replaced. In addition, following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. Patient was stable throughout.